Event description:
It was reported that during a low anterior resection procedure the cartridge was loaded and fired on rectum. It was seen pins were deployed on one side and were not deployed on rectum side. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: ¿how was the procedure completed? The procedure was completed by doing permanent colostomy. ¿what was the product code and lot/batch number for the stapler used with the ecr60g cartridge (ex, ec60, long60a, pse60a, etc)? The product code used was ec60a. ¿on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? On 1st firing it happen. ¿was buttressing material utilized? If so, which product? No buttressing material was used. ¿was the instrument fired across or near an existing staple line or clip? The instrument was not fired across or near an existing line or clip. ¿were any unexpected noises heard? If so, when? No unexpected noises heard. ¿were any of the forces higher or lower than expected (closing, firing, or opening)? The force to fire is normal.

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: as the device in the articulated or straight position when fired? The device was in articulation when fired. Did the patient receive prior radiation or chemotherapy? Patient had received prior radiation. Were no staples deployed on the rectum side or were they deployed but unformed/malformed? No staples were deployed on the rectum side. Lease explain reason for permanent vs. Temporary colostomy. There was no space left to fire one more cartridge as it was ultra low lar so permanent colostomy was done are photos or video available? Photos/videos are not available the analysis results showed that one ecr60g cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. In addition, the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The batch record was reviewed and no anomalies were noted during the manufacturing process.